Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30290223m, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent and atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase and during use of biosense webster, inc. Products, a pericardial effusion was noticed and confirmed by ultrasound. Pericardiocentesis was performed and 560 cc of fluid was removed from the pericardial space and patient was noted to be in stable condition after pericardiocentesis. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient was reported to have fully recovered. Patient remained in hospital for additional 24 hours for monitoring after pericardiocentesis. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. It is unknown whether transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. There was no evidence of a steam pop. The irrigation settings were set to 8 ml/min. Graph, dashboard, vector, visitag force visualization features were used. Visitag module was used, with the following parameters for stability: 2mm, 3 sec, 25% @ 5g, 3mm tags, no additional filters were used, and force time interval (fti) for coloring option.